Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure which led to a needle stick injury post use. The following information was provided by the initial reporter: "it was reported that a needle was removed from the port and then used thumb to close pick guard but the guard fell off and the needle got stuck."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure which led to a needle stick injury post use. The following information was provided by the initial reporter: "it was reported that a needle was removed from the port and then used thumb to close pick guard but the guard fell off and the needle got stuck."